Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, was instructed by technical support to place pump into storage mode before returning it, and understood the need to reenter pump settings and reconnect continuous glucose monitor to replacement pump that was arranged under warranty.